Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during use the previous night. The home patient (hp) had an alarm on his hc the previous night. The baxter technical services representative (tsr) reviewed the alarm log and found a system error 2240 and system error 2367. The tsr reviewed the alarm and the possible causes. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The hp would complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. The lot number and sample availability are unknown at this time. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Baxter is attempting to obtain additional information. A follow-up MDR will be submitted if any additional information is received.